Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and reported scarring. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by social media that patient experienced skin irritation and permanent scarring due to wearing a pod. Based on the method of reporting, further information could not be obtained.